Event description:
It was initially reported that during diagnostics performed, high lead impedance was observed on the patient's device. During the revision surgery, the surgeon performed diagnostics, which confirmed the previously reported high lead impedance. The surgeon then connected the new pulse generator to the implanted lead, which resulted within normal limits. The leads were not replaced. The explanted pulse generator was returned to the manufacturer for analysis, which has yet to be performed. A search performed in the manufacturer's programming history database did not result in any programming history for reference. Good faith attempts for additional information have been unsuccessful to date.